Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2018 with dizziness, weakness, falls, nausea and vomiting, mean arterial pressure (map) of 45 and creatinine of 4.1. The patient reported having two low flow alarms in the morning, the lowest being 1.7 l/min. The site decreased speed to 2600 rpm and the patient was given fluids. The patient then presented to the site two weeks later experiencing atrial fibrillation. The patient was admitted for observation. Preliminary log file analysis showed 56 low flow alarms logged since (B)(6) 2018. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a decrease in power consumption and estimated flow beginning july 9, 2018 and 56 low flow alarms logged since july 10, 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible root causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.